Manufacturer narrative:
No button response due to flattened domes switch on act and esc button (creased). Analysis was unable to confirm external flash crc error alarm due to keypad anomaly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, cracked reservoir tube, severely scratched display window, scratched keypad overlay and cracked case near display window corners noted during visual inspection. There was moisture damage noted on keypad traces. No ramping numbers noted on the display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 18.3 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.